Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 2.5 pounds during prime/delivery test due to faulty force sensor resistor. Motor passed motor test. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube window. (B)(4)

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 126 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.